Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is experiencing pain at her scs ipg site. The pt stated, she begin experiencing the issue approximately two months ago. The pain is present when she lies or leans on the side (right buttock area) where her ipg is implanted. Surgical intervention to address the issue may be undertaken at a later date.